Manufacturer narrative:
(B)(4). Implanted device remains.

Manufacturer narrative:
(B)(4).this report is filed on july 5, 2013.

Event description:
Per the clinic, the patient experienced a performance decrement. Reprogramming attempts were made; however, the issue could not be resolved, resulting in the patient's decision to discontinue use of the device. The implanted device remains. It is unknown if there are plans to explant the device and to reimplant the patient with another device as of the date of this report, (B)(4) 2013.